Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the right ventricular defibrillation coil conductor was fractured in-vivo in the anchoring sleeve area. The analyst noted that the right ventricular defibrillation coil conductor was fractured at 11 cm from the connector pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hearing toning from their implantable cardioverter defibrillator (ICD) about every four hours, as well as experiencing pain at the bottom of the ICD site at the time that the toning occurred. It was further reported that the right ventricular (rv) lead exhibited high out of range (oor) rv coil defibrillation impedance, high oor rv pacing impedance and low oor pacing impedance. A fracture of the high voltage rv coil was confirmed. Upon explant and replacement of the rv lead, the right atrial (ra) lead became dislodged which required the ra lead to be explanted and replaced. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.